Event description:
It was reported that a user experienced low glucose while using the ilet, with cause unclear, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included transient impact to the user without report of hospitalization. Investigation included review of device use and user coaching on hypoglycemia management. Investigation of this case revealed no specific device malfunction identified and no component-specific failure observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.